Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the caller stated she leaned up against the counter and heard/felt a pop at the ins on (B)(6) 2016. Caller stated on (B)(6) 2017 she was not feeling stim anymore/not getting relief. Caller stated she checked the neurostimulator (ins) using the controller and the "check position" option on the patient programmer was greyed out and her settings automatically went to zero. Caller stated she turned her stimulation back up on all the groups (a,b, <(>&<)>c). Caller stated the recharging was also greyed out. Patient services (pss) reviewed with caller that this is grey if the antenna was not connected. Caller stated they should have adaptive stim enabled. Caller confirmed adaptive stim was not turned on. Pss walked caller through turning it back on. Caller stated she was now able to check her positions. Troubleshooting resolved the patient programmer issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the issue of stimulation not staying on at night was resolved. There were positions that were set at 0, so patient needed to set those positions with accurate stimulation. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the cause of the patient not feeling stimulation anymore/getting relief was due to the setting on the scs not being adjusted and returning to 0 setting. It was reported the patient was reprogrammed and this was part of the routine initial program adjusted. The issue was reported to be resolved. Additional information was received from the consumer. It was reported that parameters were not set but rectified at following appointment. Patient reported they were able to set the stimulation but it would not stay during the night. Patient reported stimulation had been resolved as well as others she was not aware of.